Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic for follow-up. Several episodes of hv circuit damage, low hvli on rv to can and rv to svc, high pacing li and vibratory alert were observed. In addition, multiple hv therapies were aborted. Programming changes were made and chest x-ray was suggested. The device was electively explanted. The lead was capped and replaced. The patient was stable.